Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned ribloc low profile guide assembly (part number rbl2520, batch number 595623) was examined visually under magnification. Torsional and oblique fracture patterns were identified at the hexalobe recess that moves the slider in and out. A torsional fracture pattern likely indicated an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicated some side loading (bending), away from the driver's central axis, was also applied to recess. Breakage may occur when excessive force was applied with the driver during use to overcome increased resistance. This increased resistance could have many contributing factors such as inadequate recess hole depth, poor driver engagement with the recess, or improper surgical technique. A t8 driver was tested in the remaining hexalobe recess and still functioned as intended. No broken pieces were returned. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
Corrected data: the date on b3: date of event was updated to 08/30/2024.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery, the surgeon had finished putting the plate in the patient, when removing the low-profile primary guide from the plate, a small metal fragment broke off from the guide where the screwdriver tip attaches. The primary guide and broken metal fragment were removed from the patient. The surgery was completed without issue or any delay. No adverse patient consequences were reported.